Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of (2) homechoice automated pd sets with cassette. The patient was not connected for therapy at the time of this event. The caregiver (cg) discovered the hole in the patient line of the first set, and attempted to resolve this issue by restarting therapy with all new supplies; however, a hole was observed in the patient line of the second set as well. Renal therapy services (rts) advised the caregiver to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.